Event description:
The customer obtained lower than expected tsh results from a single patient sample when tested using vitros immunodiagnostics products tsh reagent lot 7180 in combination with a vitros eciq immunodiagnostic system. Vitros tsh results <0.015, 0.017 miu/l (hyperthroid) versus expected 1.30 miu/ml (euthyroid) biased results of the direction and magnitude observed could lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh patient results were reported from the laboratory. However, no treatment was initiated, altered, or stopped based on the reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4), reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from a single patient sample when tested using vitros immunodiagnostics products tsh reagent lot 7180 in combination with a vitros eciq immunodiagnostic system. The most likely cause of the event is a sample interference that affects the vitros tsh method and not the labcorp method. Based on acceptable historical quality control results, a vitros tsh lot 7180 performance issue is not a contributor to the event. Additionally, based on acceptable diagnostic within run precision testing, there is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample. It was established that the patient was in receipt of supplements that contained biotin prior to the event, however, the customer did not provide the dosage taken. Per the vitros tsh instructions for use, specimens with biotin concentrations up to 2 ng/ml demonstrated a less than or equal to 10% change in results. Biotin concentrations greater than this falsely decrease tsh results for patient samples. As the biotin dosage is not known for this event, biotin interference cannot be ruled out as a potential contributor to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh, lot 7180.